Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The patient reported blood glucose results of 335 mg/dl and 257 mg/dl, 509 mg/dl and 436 mg/dl, and 484 mg/dl and 503 mg/dl taken within 20 minutes of each other on the subject meter on (B)(6) respectively. Based on statistical methodology, the calculated difference of these glucose results exceeds the criteria of lifescan for accuracy. This complaint is being reported because the reported results did not meet precision criteria of lifescan and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.